Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction code recurred.